Event description:
The customer reported alarm "loudspeaker fault". It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) went onsite and was unable to reconstruct the problem. The fse found that the loudspeaker of the x3 worked correctly, and no error message appeared locally. When putting the x3 back on an mx750, there was no error message. When using the original mx750 with another x3, there was no error message. The fse found the same despite several restarts and found no significant error in the logs of the x3. The fse left a speaker assembly with the customer in case the problem occurs again. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.